Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the transmitter did not flash when connected to the sensor. Blood glucose value was 4.7 mmol/l. The customer removed the sensor and found that the cannula was missing. It was not on the sensor or in the skin. The sensor would be replaced and returned for analysis.